Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment. Visual analysis of the photo revealed that the torque limiting handle 80in-lb had no defect found on it. There is not enough evidence to confirm allegation or any other issue. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the two returned sample revealed that the device exhibits signs of normal use. A dimensional inspection was unable to be performed due to not being applicable to the complaint condition. A functional test was performed for both of the received samples, using torque meter. Torque specification for the device was 72-88 lbf*in. Actual measured values range from 99.05-105.55, and 89.25-96.50. The devices were out of specification. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the torque limiting handle 80in-lb, p/n: 299704320 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed dimensional inspection: n/a device history a review of the receiving inspection (ri) for torque limiting handle 80in-lb was conducted identifying that lot number gb108803 released in five batch. Batch1: lot qty of 50 units were released on 21 feb 2018 with no discrepancies. Batch2: lot qty of 75 units were released on 23 apr 2018 with no discrepancies. Batch3: lot qty of 50 units were released on 20 apr 2018 with no discrepancies. Batch4: lot qty of 50 units were released on 25 jun 2018 with no discrepancies. Batch5: lot qty of 50 units were released on 25 jun 2018 with no discrepancies. Supplier: gauthier biomedical, inc. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2022, that multiple correction keys were damaged during posterior lumbar fusion using expedium verse. The instrument that was used along with the damaged correction keys, the torque limiting handle 80in-lb / verse x25 inserter/tightener 2 each, were both recalled. This report is for one torque limiting handle 80in-lb. This is for complaint (B)(4).